Event description:
At the end of a routing hemodialysis treatment, during rinseback of the pt's blood, an arterial air alarm occurred which could not be resolved. The rinseback was discontinued without return of approximately 50cc of blood. No medical intervention was required.